Manufacturer narrative:
Evaluation in process.

Event description:
Multiple icp monitors displaying eeprom errors.

Manufacturer narrative:
On december 28th, 2016, spiegelberg was informed by customer via e-mail about a number of appearances of error message e9. No negative impact on patient was reported. Six devices were sent back for repair from the customer on january 9th, 2017. This error message, which is considered as a safe state of the device when an error occurs, appears shortly after the initialization of the icp monitor and remains. A detailed description of the error can be found in the investigation report "(B)(4)". The investigation of the returned icp monitors showed that a faulty soldering point on the pcb was the root cause. The investigation showed that the faulty soldering point always leads to e9 error message and thus provides a safe state. Hence, the risk associated with the faulty soldering point is considered as acceptable and no further actions are required other than repairs of received monitors from the customer.

Event description:
Multiple icp monitors displaying eeprom errors.